Event description:
As reported, during a laparoscopic inguinal hernia repair, the capsure device was used to fixate the mesh. It was reported that about 3 to 4 fasteners deployed with the "cap on the fasteners come off". It was also reported that these fasteners were well fixated into the mesh/tissue and the procedure was completed without any problems. There was no patient harm or injury.

Manufacturer narrative:
As reported, the capsure device fastener deployed with the cap on the fasteners come off. The subject device was not returned for evaluation. Photo provided confirms the peek cap has detached from 2 fasteners deployed and two other fasteners exhibit deformation/twisting of the fastener after being deployed. Photo evaluation identifies that maybe the first two fasteners are deployed into pubic tubercle, the third and fourth in the ligament; there appears to be a lot of tension applied to the mesh. Based on the information available, the most probable root cause may be the result of event occurring user device interface, but without having the sample to evaluate no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.